Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported being admitted in the intensive care unit for low blood glucose. The blood glucose reading at time of the call was 60 mg/dl. It was stated that the customer's low blood glucose was caused by the stomach flu. The customer was not able to eat, but she was still getting her basal rates. The customer stated that as soon as the stomach flu got better her blood glucose stabilized. The customer also mentioned that the insulin pump was not holding a battery charge. Advised the customer that a replacement of the insulin pump will be sent. No further information was provided.